Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his one touch ultra mini meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred "about six weeks ago." The patient manages her diabetes with insulin (no adjustments) and stated that over the last 6 to 3 weeks she had increased her dose of humulin insulin as a result of the alleged product issue. The patient reported that "2-3 weeks" after the alleged product issue began the she developed symptoms of "dizziness, cold sweats and near fainting". The patient detailed that "3-4 weeks ago" she visited her health care professional (hcp) and had her insulin dose increased. No medical intervention was reported. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, there was no misuse of the meter and the correct testing steps were being used. The meter's batteries did not need to be replaced and when the power button was pressed the meter failed to power on. The patient did not have any test strips to continue trouble shooting. Therefore the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the alleged product issue was not resolved during troubleshooting.